Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and subsequently was admitted to the intensive care unit due to an elevated blood glucose (bg) level. A specific bg value was not provided. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the cause for the reported issue was due to the customer running out of pump supplies, and being unable to use the pump for insulin therapy. Reportedly, the customer was released from the hospital on (B)(6) 2021, and the customer obtained pump supplies to continue insulin therapy via the pump.